Event description:
Health professional reported that after treatment in the nasolabial folds with "a half syringe" of juvederm ultra plus xc "2 or 3 days later" the pt developed an "allergic reaction" which manifested as "erythema blistering, and pain" in the nasolabial folds, side of nose, and cheeks. The pt went to an urgent care facility who thought the pt may have had a (B)(6) infection and injected the pt with antibiotics. Four days later, the pt went to another doctor who cultured the infection, but it did not grow and could not be diagnosed. The reporting physician did not prescribe the treatments, so it is currently unk if treatment was to hasten the resolution of symptoms or if it was prescribed to prevent the worsening of symptoms which could have lead to permanent damage. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.